Event description:
I had a medtronic neurostimulator for the bladder placed in (B)(6)2003 for a neurogenic bladder caused by a spinal nerve compression in 2002. The device functioned well, and in (B)(6)2006 had a 2nd cervical spine surgery and it was confirmed by medtronic and their reps that my device was damaged during surgery, due to some type of electrical interference discovered the day after surgery by my urologist who placed the device some 3 years prior. The medtronic reps were in my hospital room for 4-6 hours working on the leads and evaluating their damage and their capabilities. Finally, the program on my device was adjusted to run on 1 lead only, as the others had no impedance or power. I was reassured after they completed the programming the one lead - my son was present the whole time and heard and recorded this info would be sufficient and capable of performing as adequately as prior to surgery. He did caution with this being the only working lead that I must let my urologist know immediately if I was unable to void. My urologist was in agreement with the plan, because at some point I would need the device changed as the battery wore down. Fast forward ....I was never comfortable that no one from the operating room offered any explanation for this unacceptable/life changing event but, I was in too much pain to focus on anything else for several weeks after this invasive, unwelcome surgery. The next 2-2-1/2 years I slowly began to have the s/s of my neurogenic bladder returning. Following up with my urologist, I told him my pacemaker-interstim- just did not feel the same, and I was starting to have multiple episodes of "jolts" down my left leg that never had occurred prior. These left my lower leg/foot weak, tingling and led to eventual "foot drop". By the time of (B)(6) 2008, my symptoms of urinary retention were worse, but it came/went.. Was having a hard time getting in touch with my urologist, left multiple messages, without return calls. Their office implemented a new phone system that was anything but pt friendly. It was now (B)(6). Having routine lab work it was discovered I had stage 3 ckd-chronic kidney disease- now things finally started happening, as I had never had any abnormal labs, ever. After much advocating on my behalf, medtronic agreed to come to my place of employment to check the power of the device following many phone calls to them and my urologist.. In (B)(6)2009 the same medtronic reps from (B)(6)2006 confirmed the impedance of my device was indeed low-4000, considered minimal function, not enough to provide stimulation for my bladder to empty. This was an urgent situation as there were no back-up leads functioning. My primary doctor referred me to a new urologist who scheduled me for a device change on (B)(6)2009. It was on that day my new urologist removed the old device and the only working lead crumbled in his hands and broke off in pieces. This required a 2nd incision to remove the remaining parts. Medtronic reps were present and took the old device, denied allowing my husband to take pictures but told us there would be a full investigation into this and medtronic would be in touch-never a word. Replaced device that was implanted on (B)(6)2009 has worked well without any difficulties, pain, jolts, and I am able to empty bladder without complaints. Worth mentioning since this happened to me I have met many others with similar and other damaging effects from this same device who are looking for help and guidance. Each of these persons are dealing with their own serious medical conditions, then the device they have waited for not only does not help them, it also often times inflicts new concerns to overcome. Need not forget the unbelievable price!! Medtronic has been promoting the device, a huge increase in placements, then we see these issues.... Please help, because when this device works as intended it is nothing short of a medical miracle... Dates of use: (B)(6)2003 - (B)(6)2009. Diagnosis or reason for use: neurogenic bladder. Event abated after use: no. Event reappeared after reintroduction: no.